Event description:
Reporter alleged blood glucose results of 345 mg/dl and 127 mg/dl were obtained back-to-back on the advantage system. Reporter stated customer had no symptoms. Reporter stated customer took normal, fixed dose of 74 units lantus and 30 units novolog based on a sliding scale. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.